Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: instability (up to and including grade 2 spondylolisthesis, retrolisthesis or lateral listhesis) procedure performed: posterior lumbar fusion (plf) with l5/s1 transforaminal lumbar interbody fusion (tlif) levels implanted: l2/l3; l3/l4; l4/l5; l5/s1 event date: (B)(6) 2020 post op, medical image review showed that no graft at l3-l4,l4-l5. Sup/inf lucent lines not seen with this graft type; right/left interbody bone obscured by overlying bone; s1 screws both loose and upper sacral fragmentation; adjudicated. Both s1 screws with evidence of loosening. There were no complications to the patient.